Event description:
The facility returned the device for service. During service depleted battery was reported. The hospital representative stated there was no patient injury or medical intervention since pump was last serviced. No additional contact information was provided.